Event description:
This case was reported by a consumer and described the occurrence of almost choked in a male patient who received poligrip (super poligrip extra care with poliseal) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip (unknown), unknown dosing. At an unknown time after starting poligrip, the product "oozed out" (product complaint), making the patient sick. Subsequently, the patient almost choked. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. At the time of reporting, the events were resolved. Manufacturer's comment: the manufacturer's reported number for this case is 9681138-2007-00011. Super poligrip extra care with poliseal is manufactured in another country. The lot number was provided however, the product is unavailable. No corrective actions have been required based on this report.